Event description:
It was reported the surgeon repeatedly complains the reamers are too dull to cut through bone and has to exert tremendous pressure to get the proper fit for implants. Another set of reamers was used to complete the procedure. It is unk if there were adverse events as a results of the malfunction.

Manufacturer narrative:
Complaint sample was returned for evaluation and the reported event was not confirmed. A manufacturing review was completed and no discrepancies were found. No further investigation required.